Event description:
The customer complains about blood leak during treatment. Qb=250 ml/min; uf rate: 0.7 l/hr; venous pressure = 165 mmhg; dialysate pressure = 155 mmhg; there was insignificant blood loss. No medical intervention was needed. No serious injury.